Event description:
It was reported that the customer had an issue with the insulin pump. The customer's blood glucose level was 270 mg/dl. The customer requested a replacement oif insulin pump because he does not feel confident with it.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed functional testing. The insulin pump was received with cracked reservoir tube lip, minor scratches on display window and cracked case near display window corners noted during visual inspection.